Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) is not switching on.  There is no voltage found over the power supply.

Event description:
It was reported that before patient use, the cs100 intra-aortic balloon pump (iabp) is not switching on. There is no voltage found over the power supply. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the fse checked and found no voltage on the power supply. So, in order to fix the issue, the fse replaced the power supply. After replacing the part, the fse confirmed that the unit was working and that it passed all tests. The unit was then returned to the customer and cleared for clinical use.